Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 500 mg/dl. Customer treated their blood glucose with the insulin pump. Customer stated their basal rates have been adjusted, but their blood glucose remained high. The customer's current blood glucose was 244 mg/dl. The customer declined to troubleshoot for their high blood glucose. The customer declined to return the insulin pump for analysis.